Event description:
Customer called stating that meter is reporting high results, which sent pt to the hosp. At the hosp they were treated with insulin and sent home. An eval of the system was conducted over the phone, which determined that the system was performing within specifications. Customer asked to return meter for eval, and a replacement was provided.